Event description:
It was reported the patient presented to the emergency room with a heart rate of 30. The device could not be interrogated and the device was presumed to be at end of life (eol). It was noted that the patient had been lost to follow up and had not been checked in the clinic for more than 18 months. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.